Event description:
It was reported that a flogard infusion pump generated an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a f-94 alarm was confirmed during device service. The device was serviced on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The cause was determined to be damaged main batteries. The main batteries were replaced to correct the reported condition. The device was returned to the customer in good working condition.